Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device has often fails self-test. Based on the information available, the cause of reported issue is unable to identify as the device back to good working condition after redo self-test. Device is working fine as per manufacturer's specifications after redo self-test. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.